Event description:
It has been reported to philips that the system would not x-ray. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the surgery was started and delayed for around 5 minutes and continued by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Analysis of system log file by fse showed ¿could not access x-ray generator (unbuffered) via xraygeneration service¿ error. Upon functional testing, fse found that the xsc has problem. Fse replaced the xsc certeray and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.